Event description:
Ous MDR - the patient came for a follow-up on (B)(6) 2014 and all measurements were fine and had been stable and normal since implant. Later that day the measurements were: p/r wave- 1.6/10.9 [mv] pacing threshold- 0.7/0.4 and 1.1/0.4 [v] pacing impedance- 344/ 575 ohm. It was noted the patient received 2 inappropriate shocks due to noise on the rv lead. The patient claims he didn't feel anything. The physician decided to remove the lead from service and exchange the crt-d on the following day.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol1, 36 charging cycles were recorded to the ICD's memory. The memory content of the device was inspected. During analysis of the available iegms noise was observed in the right ventricular channel, leading to multiple charging cycles that partially resulted in shock delivery, confirming the clinical observation. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be flawless. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out and there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary the memory content as well as the therapeutic functionality of the ICD was inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel, confirming the clinical observation. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction.